Event description:
A cartridge change error was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted with troubleshooting steps and attempted to guide the customer through the cartridge loading process. Despite these efforts, the customer was unable to successfully load the cartridge onto the pump. Consequently, a replacement pump was sent to the customer under warranty, and they were informed of the process to return the faulty pump within a specified timeframe to avoid charges. The customer was advised on how to transfer settings and connect their continuous glucose monitor to the new pump.